Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that while testing lead (B)(6), during surgery, they all had high impedances of 10 ,000 ohms. The physician tried four times to reseat the lead, and thought that it would resolve. At the first post-op appointment, the issue was not resolved; the same contacts all had impedances 10,000 ohms. The patient does not feel stimulation using these contacts. They were programmed on the other lead. There was no further information available. The patient had not been seen since the issue and had not showed for some follow-up appointments. Relevant medical history includes failed back surgery syndrome. If additional information is received, a follow-up report will be sent.